Event description:
It was reported that the patient had a lead revision performed; no additional details were provided. Since the lead revision, the lead was not controlling the patient's pain like it used to. She was not getting stimulation to her painful area; she never had therapeutic effect. Impedance measurements were normal. Reprogramming was done. The physician offered a lead revision, but the patient declined. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).